Manufacturer narrative:
The reagent lot number was 770472. The expiration date was not provided. The investigation did not identify a product problem. The cause of the event could not be determined due to the lack of provided information.

Event description:
There was an allegation of a questionable apoat (tina-quant apolipoprotein a-1 ver.2) result from the cobas 8000 cobas c 502 module. The initial result was 0 g/l. The repeat result was 0.89 g/l. The questionable result was not reported outside of the laboratory.